Event description:
It was reported to boston scientific corporation that following implantation of a pinnacle anterior/apical pelvic floor repair kit on an unknown date, the patient was brought back to the operating room on an unknown date to treat a minor erosion of the mesh. Attempts to obtain additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.